Event description:
I had the essure device implanted. Ever since having essure placement, I have suffered from significant pelvic pain, and urinary problems. I also have significant low back pain, irregular bleeding, and miserable ovulation/ menstrual cramping. FDA safety report ID # (B)(4).